Manufacturer narrative:
It was reported that upon deployment and positioning in the patient the stent appeared to be fractured, with parts bent outward. The product was removed and the procedure was continued with another product. There were no anomalies noted on the stent prior to use and the product prepped properly. There was no patient injury reported. Analysis of the returned product did not confirm the fracture. One non sterile catheter palmaz blue on slalom 6.0 x 15mm 80cm was received coiled inside a plastic bag. There were blood residues in the balloon. The proximal struts of the stent were uplifted. The balloon was not inflated. No other anomalies were observed in the returned device. The stent did not show a fracture as mentioned in the complaint's event, only proximal struts of the stent were uplifted. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No DHR from supplier was required since the stent was not found fractured. The failure reported by the customer "stent fracture" was not confirmed; however exact cause of the "stent struts uplifted" could be not determined, neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Refer to manufacturing work mentioned (B)(4). Therefore, no corrective/preventive action will be taken. Analysis of the returned product did not confirm the stent fracture. The proximal strut uplift was likely due to interaction with the vessel while it was being advanced towards the lesion. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
A palmaz blue stent appeared to be fractured, with parts bent outward upon deployment and positioning in the patient. The physician did not expand the stent as the damage was noticed pre-inflation. The product was removed and the procedure was continued with another product. There was no patient injury reported.